Manufacturer narrative:
Patient information will not be provided, per the site registered nurse (rn). 09/04/2015 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. Reported issue could not be replicated. Deleting patients from the directory improved navigation system performance. The medtronic representative was informed by the nurse present in this cranial tumor resection procedure, that the navigation system became unresponsive, the mouse did not move. The nurse re-booted the navigation system, restoring normal function. There was a delay in therapy while the system was being re-booted. 09/24/2015 software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic representative received an e-mailed report from a site neurosurgeon stating that the system became unresponsive in the middle of a cranial tumor resection. No further information was provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.